Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 384 mg/dl. Customer alleged that pump was not delivering insulin. A bolus, via pump, was delivered to address bg. Tandem technical support verified with contact that there were no alarms in pump history; however, contact declined to perform a pump system check. Reportedly, contact discussed event with a healthcare provider.